Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The readings were determined to be dampened due to a decrease in blood flow, however, the cause for the reduced flow remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor waveforms appear dampened. At this time the accuracy of the sensor cannot be confirmed. Further evaluation is recommended to access the decreased blood flow over the sensor.